Manufacturer narrative:
H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had patient line caps that were ¿looser and easier to come off¿. It was further reported that the caps would pop off when opening the packaging. This occurred during setup and preparation. There was no patient injury, or medical intervention associated with this event. No additional information is available.